Manufacturer narrative:
(B)(4). Final analysis found an external abrasion at 17.5 cm to 17.8 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the right atrial lead exhibited noise. The device was reprogrammed to vvi mode; the patient was asymptomatic. On (B)(6) 2016 the device was explanted and replaced. The patient was in stable condition.